Event description:
There was no patient involved in this event. Device prompts child patient with adult pad-pak.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on the 25th march 2014 and performed to specification up to the final log entry on the 17th august 2015. The user accessible memory had been erased prior to the 17th august 2015. A test pad-pak was inserted and passed a self-test. However the device gave a child patient prompt with an adult pad-pak installed. This confirms the reported fault. The green status led flashed throughout. The device history and memory logs were downloaded again, the memory logs show the device had powered up in paediatric mode giving the child patient prompt on each occasion subsequent to the erase of the device memory. The device was disassembled for investigation. Upon visual inspection no abnormalities were found with the reed switch. Investigation found the reported fault was due to reed switch failure. During investigation the fault cleared. This indicates the fault was of an intermittent nature.